Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon was performed and revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting 1.5mm distal of the distal marker band and extending proximally 8.5mm to the centre of the proximal marker band. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 06/3.50 flextome cutting balloon was selected for use. During the procedure, it was noticed that the balloon ruptured. The device was simply removed out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.